Event description:
Healthcare professional reported right side rupture, "inner receptacle of the implant along the anterior and medial contours has intermittent contours", capsular contracture, baker grade I/ii, and "caliber cystic inclusions like 'vegetable oil'" - not related to the device via MRI and ultrasound. The device has been explanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 zip code- (B)(6).